Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported by the risk manager at the hospital, that the following event was reported to (B)(6): "patient had surgery on (B)(6) 2017 for a salter iii epiphyseal separation of the left distal tibia. Removal of the screw on (B)(6) 2018. Removal of the screw with an easy beginning for the first 2 centimeters then the screw remained stuck and finally broke. The image intensifier control showed that the tip of the remaining screw was into the bone and not accessible. Unwanted exogenous material in the patient's bone (screw end). The part of the extracted screw is available for evaluation. Additional information received indicated that this was a scheduled removal. The osteosynthesis was performed about 6 months ago, the consolidation being good, the healing as well, the surgeon decided to remove the screw.

Manufacturer narrative:
The reported event that cannulated screw asnis iii ø4.0x55mm tl18.5mm was alleged of s-11 (breakage during surgery) could be confirmed, since the product was returned and was found to be broken. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by too much torque being applied to the screw, while being extracted from the bone. The device inspection revealed the following: visual inspection: the product could not be identified as it is severely damaged and markings are not readable. The surface of the head has multiple scratches and dents. The edges of the hexagon are deformed. The cannulation (hole in the middle of the screw) is also deformed. Such deformation indicates screw was over-torqued and twisted until breakage or solid screw driver was not used properly to extract the screw. Broken surface has marks in a rotating move, which means that it broke while being twisted the screw shaft is twisted and broken. Threaded part of screw is missing (remain implanted in patient as per event description). The IFU clearly states that ¿ensure that you are familiar with the intended uses, indications/contraindications, compatibility and correct handling of the implant, which are described in the operative technique manual for the product system.' The implant extraction set states that ¿to avoid damaging the screw, make sure the screwdriver is in line with the screw axis and fully inserted. Never use a worn or damaged screwdriver to remove screws. It is recommended that the solid screwdriver be used for screw removal. Strong bone formation around the implant is possible in the pediatric cases using partially threaded screws. This may lead to difficult implant removal with an increased risk of screw head breakage or stripping of screw hexagonal head.¿ the existence of dense bone would also cause more issues. In case of hard bone, pre-drilling and pre-tapping may be necessary during insertion of the screw. A cannulated screwdriver with ao fitting can be used with either the elastosil handle with ao coupling or a power tool. If a power tool is selected, final tightening must be carried out by hand to prevent stripping. If a power tool was used till the end of the screw insertion, this would cause stripping, which could eventually lead to breakage during extraction, because of the torque applied. During the extraction, the screw was under high tension and combined with the rotational moves, this led to a torsional fracture. However, as explained in the memo (potential recurring situation identification - dqi 13-004_pms trending), ¿regardless of the implant size or type the torque needed to explant a screw can be higher than the torque needed to implant a screw. In some cases the torque required to remove the implant is higher than the mechanical properties of the screw. In these cases the implant breaks during explanation. Specific instruments dedicated for implant removal are offered by stryker to help explanation of screws. Stryker offers dedicated instrument sets (implant extraction set, moduli ref 1806-6150 and modul 2 ref1806-6151).¿ by using these specific extraction sets, the removal of screws will be easier. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the complaint report will be updated.

Event description:
It was reported by the risk manager at the hospital, that the following event was reported to french ca ansm : "patient had surgery on (B)(6)2017 for a salter iii epiphyseal separation of the left distal tibia. Removal of the screw on(B)(6)2018 . Removal of the screw with an easy beginning for the first 2 centimeters then the screw remained stuck and finally broke. The image intensifier control showed that the tip of the remaining screw was into the bone and not accessible. Unwanted exogenous material in the patient's bone (screw end). The part of the extracted screw is available for evaluation. Additional information received indicated that this was a scheduled removal. The osteosynthesis was performed about 6 months ago, the consolidation being good, the healing as well, the surgeon decided to remove the screw.